Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 464 mg/dl during the day and 43 mg/dl at night. The customer was treated with 30 units of insulin of the high blood glucose. The customer was assisted with reprograming their settings on their insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.